Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation caused inflammation, pain, redness at the insertion site (leg) and a bump looking like a mosquito bite after wearing the pod between 25 and 36 hours. The patient went to the doctor on (B)(6) 2025 and was prescribed bepanthen antiseptic cream, which they had to use twice a day for 2 weeks. 2 weeks later, on (B)(6) 2025, the patient had to go back to the doctor because an abscess had formed at the irritated site. The patient was prescribed co-amoxiclav to use twice a day for 2 weeks. The pod has been discarded.